Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. The complaint could not be confirmed, and root cause could not be determined. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "the cautery did not power on when activated. This occurred during heart surgery."